Event description:
Incident. Required intervention. Anticipated. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer's husband stated that his wife had essure placed a few years back. Since the day following the procedure she has had problems. It started with pain on left side, memory loss, brain fog, hair loss, joint pain, migraines, lower back pain and vision problems. During the time she had essure, she also developed uterine fibroids and heavy bleeding. She was in constant pain for 20 months. She had to have a total hysterectomy to remove essure. The doctor found that one of the coils (left side) had perforated her fallopian tube. They were hoping that once essure was out, the healing could begin. Unfortunately for his wife that was not the case. Essure had already caused too much damage within her body. She is being treated for fibromyalgia. Also, within the last few months she has been having kidney problems and her blood work came back with elevated levels for her kidneys. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils (left side) had perforated her fallopian tube. She also experienced heavy bleeding (interpreted as genital bleeding). She underwent a total hysterectomy to remove essure. These events are serious due to medical significance and listed in the reference safety information for essure. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of this perforation were not reported. However, given the nature of this event, a causal relationship with essure cannot be excluded. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, consumer also had fibroids which could be an alternative explanation for the bleeding. However, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils (left side) had perforated her fallopian tube. She also experienced heavy bleeding (interpreted as genital bleeding). She underwent a total hysterectomy to remove essure. These events are serious due to medical significance and listed in the reference safety information for essure. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of this perforation were not reported. However, given the nature of this event, a causal relationship with essure cannot be excluded. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, consumer also had fibroids which could be an alternative explanation for the bleeding. However, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.